Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo containing seven loose 10ml syringes was received and evaluated. It was observed all the syringes had minor portions of grad line missing, with none missing more than 50% of any one item, which was acceptable per product specification. One of the syringes in the photo was missing the "b" from the logo, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the missing print defect is associated with the marking process. It was likely due to a worn printing component not applying ink properly. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 9322411 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 10ml s/t bns had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: our manufacturing plant has detected on 10 ml syringe s/t bns, some marking problems (mostly between the 5th and the 6th graduation). For the moment, the noncompliance rate is about 6% for this batch.